Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "ruptured implants" and capsular contracture baker grade ii. The device has been explanted.

Event description:
Healthcare professional additionally reported left side capsular contracture baker grade iii.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: red particles on the surface of the shell. Opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side "ruptured implants" and capsular contracture baker grade ii. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: crease sharp broken on radius, stress marks, wear abrasion, missing piece of the shell and crease fold. Base on the device analysis the final assessment is: broken crease sharp on radius assessed as fold flaw opening. Missing shell assessed as inconclusive.